Event description:
Caller states the patient tested 7.0 inr on the coaguchek system and 4.0 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.